Manufacturer narrative:
The recipient's device was reportedly not explanted. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
Advanced bionics was informed that the recipient's device was explanted. A review of the recipient's test data indicates impedance issues. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics has deemed this event as non reportable. The recipient's device remains in situ and there is no complaint against this device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.